Manufacturer narrative:
The ssd was returned for analysis. Through visual and functional testing the ssd was tested on the bench station and when attempting to log in to "stealth" the screen would flash and return to the log-in screen. It was confirmed that the operating system was corrupt. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/h2/h6: logs were received and software analysis was completed. There were multiple sessions in which "rabbitmq" was not initialized but ultimately the logs not not provide any information regarding the cause. Codes 10, 3221 and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. It was reported that the ssd was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively of cranial resection surgical procedure. It was reported that at the time they were unable to log in. The use of navigation was aborted. The issue extended the surgical time by less than 1 hour. There was no impact to the patient outcome.